Manufacturer narrative:
Follow-up #1 date of submission 02/23/2016-product analysis:the device was returned and evaluated by product analysis on 02/08/2016 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues or abnormal behavior. The total daily dose history was appropriate for the user programmed basal rates. There was no discrepancy between the total daily dose bolus history and the bolus history. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the bolus history and the total daily dose bolus history did not match. It was reported the date was incorrect. The reporter noted the patient's blood glucose was above 250 mg/dl and below 500 mg/dl with no signs or symptoms of hyperglycemia or medical intervention. The reported health event does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.